Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: missing shell, fold creases, brown particles material was found on the shell and the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken in the shell with sharp edge with nicks assessed as surgical impact opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with nicks due to surgical impact opening; missing shell assessed as inconclusive. The reason for reoperation: rupture, silicone migration and inflammatory nodule. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. Further reported was "the lymph nodes in my left axilla became enlarged, accompanied by pain in the left breast and a rise in temperature," "silicon had leaked from a rupture in the breast implant and been stored in the lymph nodes," and "the siliconomas are clearly visible." The device was explanted..